Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-83459) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an electrophysiological study and atrioventricular nodal reentrant tachycardia ablation, a heart block occurred. Short rf applications and junctional applications were applied. At the end of the procedure, final tests revealed atrioventricular bundle branch block, requiring temporary pacemaker implantation. Once the pacemaker was implanted, the patient was stable without further complications. It is alleged that the heart block occurred during ablation.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.